Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during priming process, after the customer changed the infusion set and the reservoir. The customer removed the reservoir out of the device and tried to perform manual priming but the reservoir would not push insulin through the tubing. The customer performed a full set change of infusion set and reservoir and was able to perform priming process. The customer stated that for the past 36 hours their blood glucose has been higher than usual and they have not been able to lower it past 12 mmol/l. The customer inserts the infusion sets on their back love handles. They use the reservoirs for three to three and a half days. The customers' blood glucose was 12.9 mmol/l, which was treated with the insulin pump. The customer uses proper supply storage techniques and insulin pump usage. The discontinuation of the device was advised. Nothing further was reported.